Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that prior to use, when attaching the rf needle to the unit, the temperature quickly increased to hh and automatically shut down. The needle was replaced and the problem was resolved. The procedure was continued with no patient injury.

Manufacturer narrative:
One act2030 was received for evaluation. Visual inspection found no defects. The investigation found the sample did not allow water to circulate through. The needle was removed and fiber was found at the tip of the hypotube/ thermocouple assembly. Engineering and the supplier have examined all the manufacturing processes for the needles. Nothing in the supplier or manufacturing process would contribute to the fibers found. The investigation identified the root cause of the reported event to be user error. The customer is advised to use sterile saline for cooling. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use, when attaching the rf needle to the unit, the temperature quickly increased to hh and automatically shut down. The needle was replace and the problem was resolved. The procedure was continued with no patient injury.